Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be forwarded.

Event description:
The customer reported they encountered a problem with two of the 8fr feeding tubes. They inserted one as an og for one of the new twins on CPAP and auscultated to make sure it was in the correct position. They then tried to aspirate air and could hear what sounded like an air leak in the end where it connected to the syringe. They were able to endlessly aspirate air (at least 120mls). They got a new 12ml syringe and the same thing happened. They then pinched the tube a few cm below the connection and were still able to pull endless air, there was no resistance as there normally is. They then pulled that og out and reinserted a new one. The same thing happened. They got 2 other nurses to check as well. They pulled that one, and they checked a third tube prior to insertion to make sure the same issue wasn't going to happen. They did not hear an air leak and inserted it and it was fine. Hence, faulty feeding tube was not used with patient. The crack appears to be where the purple top piece connects with the clear plastic tube.

Manufacturer narrative:
One sealed unused representative device was received for investigation. The device was visually and functionally evaluated, and the reported condition was not observed. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no abnormal conditions found in our manufacturing process that could trigger the reported condition. All information received will be used for tracking and trending purposes and we will continue to monitor related reports to determine if additional actions are necessary.